Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are two other complaints reported in the lot. Additional info has been requested. (B)(4).

Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. Additional info was received from the surgeon, who reported the unexpected outcome was due to corneal issues and is not a lens issue. No info was received as to the cause of the corneal issues.